Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was unable to sense or capture due to dislodgement. This lead was explanted and it will not be returned for analysis. No additional adverse patient effects were reported.